Manufacturer narrative:
Patient height reported as (B)(6). Additional product code: jdo. (B)(4). Part manufacture date: 08/16august2004. Part exp. Date: 31july2013. A review of the device history record revealed that at the time of the final quality inspection, this lot met all dimensional and visual criteria with no issues documented during the inspection that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that on (B)(6) 2015 there was a revision due to a non-union of a right proximal femur. This was the patient's third procedure from an initial possible subtrochanteric femur fracture. The patient was originally implanted with a non-synthes device that did not hold. Synthes plates and screws were used for the initial revision. The initial and first revision dates are unknown. Due to the current non-union occurring, the surgeon used a non-synthes intramedullary nail to revise the patient. There was one plate and one lag screw that were removed intact. There were ten (10) cortex screws that were removed nine (9) of which were synthes screws. The tenth screw removed was broken and could not be confirmed to be a synthes screw. There were no fragments generated. The procedure was completed successfully. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporting facility email address was corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.